Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transabdominal preperitoneal procedure, the tack did not come out well. It fell into the patient's cavity but it was retrieved. A new device was opened and used to complete the case. There was no patient injury.